Event description:
It was reported, when opening the gamma 3 nail, the set screw stuck to the foam packing and was not seen and fell on the floor. A new set screw needed to be opened.

Manufacturer narrative:
Device will not be returned. If the device or add'l info becomes available, it will be reported on a supplemental report.